Event description:
It was reported that during insertion of the foley catheter, and inflating of the balloon, the balloon split resulting in the catheter needing to be discarded and the patient needing to be recatheterized again. It was stated that the catheter was discarded, patient was replaced with an alternative and further catheterization of the patient needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device was not returned for evaluation. The lot number is unknown. Therefore the device history record could not be reviewed. The instructions for use were found adequate and states the following: bd unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.